Event description:
A physician reported an adverse event with bovine collagen for intradermal augmentation. Pt was skin tested on 28 september 1999 with negative results. The suspect product was implanted in 1999. The left side of the pts face exhibited redness and tenderness. The physician started the pt on erythromycin for what appeared to be an infection of the nasolabial injection site. The pt also complained of pain on top of the head. Pt "had vanculitis/threatened ulcer (possible arteriolar compromise) left lower nasolabial fold, present two days already. Jagged edges". The physician noted a pink, very sore area on the top of the pt's head and wondered if it was "related". The physician also wrote, "pain seemed to develop in "v1" area. Redness around left cheek lesion". Under relevant history the physician wrote, "well, sprightly". The precipitating event is listed as "collagen compression of arteriole?" The physician indicated that treatment was required for the symptom but physician did not report a date or the specifics of the treatment. The physician indicated that the pt's age may have been a contributing factor to the "ulceration".